Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; therefore a device analysis could not be completed for that sample. However, retention samples were visually inspected with no issues noted. The retention samples were gravity and leak tested; no leak or issues were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was observed within the fluid path of a vented paclitaxel set. The pm was further described as a white stain found at the in-line filter chamber of the device. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.